Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The log review also showed that the user performed the rewind process during the cartridge change prior to this event. Based upon the event details, it cannot be confirmed if the user disconnected prior to the cartridge change, which may have been a contributing factor.

Event description:
Updated: on (B)(6) 2025, while on the phone with an agent, the user experienced a hypoglycemic event with loss of consciousness. The agent called ems, who treated the patient at home and brought the patient to the hospital where she was admitted. Customer care followed up with the patient and found the patient's spouse installed the cartridge possibly without disconnecting the infusion set, that may have contributed to this event. The patient stated she did not recall if she disconnected her infusion set but does recall being trained on infusion set and cartridge changes.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-apr-2025, the user experienced a hypoglycemic event when their blood glucose dropped to 35 mg/dl and the ilet issued an urgent low alert. The user became unresponsive, and emergency medical services (ems) were dispatched. Ems treated the user on-site, the treatment was unavailable at the time of this report; hospitalization was not required.